Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test, and another alarm during the prime test due to a faulty force sensor. The motor was tested outside the device and passed. The pump also had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 154 mg/dl. No significant events leading to the alarm were observed. The customer stated that she had been receiving the motor error alarms on and off. She noted that she had changed the infusion set, but this did not resolve the issue. She stated that she had received several motor error alarms that day. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.